Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The device was not returned for inspection and further information was not available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting a b30 scope communication error with multiple different scopes during a procedure. The initial reporter confirmed that the subject device was inspected prior to use and no errors were noted. According to the initial reporter, the procedure was stopped and scheduled. There was no patient harm or consequence reported as a result of this event.